Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, and updates. Additionally, a correction to telephone number added as inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During the device inspection, root cause of the issue was localized to a faulty charged coupled device. Based on the investigation results, the cause of the reported malfunction was a faulty charged coupled device. However, specific root cause of the faulty charged coupled device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable exhibited a pink screen. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.